Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence after 15 units had been delivered. The customer's blood glucose level was 150mg/dl. The customer was to revert to manual injections for insulin therapy.